Event description:
It was reported that during a da vinci prostatectomy procedure, one of the system arms stopped working. The surgical staff inspected the fenestrated grasper instrument and found wires hanging out of the tip. While attempting to remove the instrument, the surgical staff noticed that "shards" of material had fallen into the pt. The surgical staff had some difficulty removing all of the "shards" due to their small size. Upon removal of the instrument, it was also noticed that pieces of the proximal clevis were missing. After further inspection of the pt's anatomy, two pieces of the proximal clevis were found and removed. The planned surgical procedure was completed with an approximate delay of 30 minutes. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface with pieces missing. The proximal clevis is dislodged from the main tub as a result of the breakage. Both the proximal clevis and the main tube are missing pieces. It was determined that the small "shards" noticed by the customer are most likely pieces of the main tube interface wall. The materials used in the intuitive surgical double fenestrated grasper instruments have been tested for biocompatibility and the materials used for the proximal clevis and main shaft were found to be non-cytotoxic, non-sensitizing, non-toxic, non-hemolytic, non-pyrogenic and appropriately biocompatible for their intended use.